Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The DHR review was not required as serial number and batch number identification was not available. No non-conformances associated with the reported event were identified. The issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
Before the procedure, the power cable was noted to be burnt and scorched. The power cable was exchanged and the procedure was able to be competed. There was no patient involved in this event.